Event description:
Per the audiologist, integrity testing done at the clinic showed normal receiver/stimulator function with electrode anomalies on multiple electrodes. These results were reviewed by cochlear staff. Reprogramming was recommended. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on july 03, 2008.